Manufacturer narrative:
Device passed sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, self test, and displacement test. Device received error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl. Customer other blood glucose level was 300 mg/dl treated with shots and then eat breakfast to bring 46 mg/dl and 221 mg/dl, 260 mg/dl. The customer was assisted with troubleshooting. The customer stated that insulin pump was received power error. Customer reported that insulin pump had not been exposed to temperatures and notification light did not immediately stop flashing. Customer was able to successfully clear the alarm and able to complete pump rewind. Device will be returned for analysis.